Event description:
This complaint is being reported due to the alleged history/setting issues. The animas pump is not providing the correct sequences for (B)(6) 2011 and (B)(6) 20111. Reportedly, there are duplicated data during (B)(6) 2011. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was exercised for 24 hours with no issues or alarms occurring. Manual date and time edits were observed in the pump history. The history was found to be inaccurate due to date and time changes. During evaluation boluses were able to be programmed, delivered and recorded correctly in the pump history.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.